Event description:
Pulse ox and telepack connect at bottom of both units with teeth. These teeth connect for signal on unit. The teeth frequently become damaged, causing signal to be lost. There is no indication on either unit when the signal is lost. Lost signal caused device not to alarm.